Event description:
Info received indicates the pump was not delivering as much as programmed.

Manufacturer narrative:
The pump was tested for volumetric accuracy and the allegation of "underdelivery" could not be confirmed, although the pump did overdeliver by 6%. The pump was calibrated to resolve.